Manufacturer narrative:
Clarification to b3 date of event: partial date (B)(6) 2024 - MRI dated (B)(6) 2025 stated left rupture occurred "12 months ago". A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture confirm via MRI". The device remains implanted.